Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2015 for an elevated blood glucose (bg) level of 371 (mg/dl) and diabetic ketoacidosis. While in the ER, customer was treated with intravenous insulin and released the same day with a bg level of 307 (mg/dl). It was also reported that the customer returned to the ER on (B)(6) 2015 for an elevated bg level of up to 584 (mg/dl) and was admitted later that day for diabetic ketoacidosis. Customer administered a correction bolus with the pump to treat bg level; however, customer was later hospitalized. While in the hospital, customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2016.